Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The shock impedance was noted to be trending upward over time. Boston scientific technical services (ts) discussed with the boston scientific representative about calcification build up on the lead and that there were no sudden increases in impedance observed. Ts discussed it is up to the physicians discretion to perform a commanded maximum energy shock to assess the true shock impedance value because it may temporarily decrease and then go back up. The difference between higher daily shock impedance measurements and the impedance measurement associated with an actual delivered shock was discussed. Ts indicated that if the shock impedance exceeds 145 ohms with a delivered shock, then the shock is monophasic. Ts stated they need to discuss the risks with the physician as it relates to the patients need for device therapy. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.